Manufacturer narrative:
(B)(4). Date sent: 08/30/2021. D4: batch # u5f53x.. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the anvil shroud broken and the anvil channel partially dislodge from the knob area with a reload present. In addition, a tyvek was received along with the device. The reload was received fully fired and with the knife exposed. Also, the firing mechanism was damaged as the firing knob was detached and the slip block assembly was noted to be damaged. Further investigation shows that both bearings were detached due to that anvil shroud being damaged. Also, the staple height selector and support spring were received inside of a plastic bag. Due to the condition of the device no functional test was performed. The event reported was confirmed and it is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/06/2021.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after firing to transect tissue, the knife did not back. No delay to the surgery. The procedure was successfully completed with no patient consequences.